Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v007911, implanted: (B)(6) 2007, product type: lead. Product ID: 3998, lot# v007911, implanted: (B)(6) 2007, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The device manufacturer's representative (rep) reported the patient has a history of a prior revision in (B)(6) 2015 that was done to move the pocket. Extensions were added at this time for length. The pocket revision occurred due to pocket discomfort. The rep was notified of pocket discomfort on (B)(6) 2015. The patient was last seen for programming on (B)(6) 2015. Medical history includes spinal pain. If additional information is received, a supplemental report will be submitted.